Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 6x daily and her results are usually ¿4-7 mmol/l.¿ the patient manages her diabetes with novorapid insulin (3x daily based on carbohydrate counting) and levemir insulin (12 units at bedtime). It is not specified when the alleged issue began. The patient reported blood glucose results of ¿14 mmol/l¿ with the subject meter and ¿3.2 mmol/l¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. Prior to testing, the patient claimed she felt symptoms of hypoglycemia; however, the patient could not specify symptoms. The patient reportedly took glycoside tablets as treatment and felt better shortly after. Prior to developing symptoms, the patient obtained a blood glucose result of ¿14 mmol/l.¿ the patient denied making changes to her usual management routine. The patient attributed her symptoms to not consuming enough carbohydrates. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014). The lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on 06/25/2014 with the following findings:the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.